Event description:
The product excite for sleep apnea. This product has a mouthpiece that sells for (B)(6) each and works only 90 days. They are prematurely expiring many forcing patients to buy new to increase revenues. Please conduct investigation on its unfair practices of forcing patients to buy their mouthpieces.